Manufacturer narrative:
The power supply was returned for investigation. It was determined the smoke was due to heat damage on the right planar winding pcb. The failure mode is consistent with the fans being blocked or the airflow restricted. The event was not caused by reduced cooling performance due to excessive dust, but it is possible that the fans were inadvertently blocked by something or the power supply was equipped with a weak component. There was no imminent risk of fire on this failure mode. All parts and plastics are ul rated accordingly. No one was injured or treated due to this issue.

Event description:
The customer reported that the integra 400 plus analyzer was smoking and that the fire department had to be called. The analyzer was unplugged to stop the smoke. The laboratory was filled with smoke and the customer opened doors to vent the smoke. No injuries or evacuation occurred. The field service representative determined the issue to be caused by a power supply failure. He replaced the defective supply along with heat affected supply wiring. He powered on the unit and it maintained standby status for 24 hours. He ran the system through diagnostics and operation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.